Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with pubovaginal sling and hysterectomy due to sui. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2013 and ams-monarc mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, dyspareunia, bladder spasm, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to exposed mesh and mesh removal on (B)(6)2013 due to erosion of vaginal mesh. It was reported that on (B)(6) 2014, the patient underwent mesh removal and excision of left vaginal nodule due to mesh extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh and pubovaginal sling was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and ams-monarc mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia and bladder spasm. It was reported that patient underwent mesh removal on (B)(6) 2011 due to exposed mesh and underwent mesh removal on (B)(6) 2013 due to erosion of vaginal mesh. It was reported that patient underwent mesh removal and excision of left vaginal nodule on (B)(6) 2014 due to mesh extrusion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.